Event description:
Procedure: lap assisted ar. Pt sex: unk. According to the reporter: after appropriately firing the device and checking for proper firing, the surgeon cut the specimen with a scalpel using the ta4548s as guide. When the black release button was pressed to open the jaws, no staples were placed on the bowel. Another device was used to close the bowel and there was no report of further complication. The device will be returned to the MFR for further eval.

Manufacturer narrative:
Initial report submitted: april 22, 2008.